Event description:
Report alleges pt had an ameloblastoma cancer tumor in the roof of her mouth in 1968, had to have the left side of the top of her mouth removed, now wears a plastic plate so she can talk but has trouble breathing because of her mouth surgery. Report also alleges pt's implants caused a large build-up of fluid which her doctor drained. Pt then had a rash all over her body on and off in 1984. Pt had a cyst removed from her hip that was smooth and granular and has granulomas on her knees, arms and legs. She has a death-like tiredness all the time and is afraid to have her implants removed because of her breathing problem but now has new bumps around her implants.